Event description:
It was reported that the draeger infinity acute care system (iacs) and associated infinity central station (ics) failed to provide an alarm for an ECG 3sec cardiac pause.

Manufacturer narrative:
A follow-up report will be submitted upon completion of this investigation.

Manufacturer narrative:
The date/time for when the pasue alarm was expected was specified as 13:37 on (B)(6) 2022. The hospital biomed tested the involved m540 with no malfunctions identified. Review of the m540 event logs show that ¿accelerated idioventricular rhythm¿ (aivr) and ¿hr < 50¿ alarms were issued at 13:37. The ics logs show the user selected alarm silence for the ics at 13:36 and initiated audio pause for bed label clccu08 at 13:37. The iacs instructions for use (IFU) shows the pause alarm is generated based on the time between two normal or pvc (v) beats, with an interval >/= the selected pause rate. The pause rate selected in this case was reported as 3 seconds. The provided ECG event strip report was reviewed by the algorithm team, and it was confirmed that the criteria for a pause alarm was not met during the event. The advanced arrhythmia monitoring mode algorithm classifies each beat detected as: normal (n), ventricular ectopic (v [pvc]), supraventricular ectopic (s), fusion (f), or an unknown (q). When a beat is classified as q, this may be updated based on subsequent beats. During the time in question, there was a normal beat followed by two beats classified as q, then one as a v. Based on the 3rd beat being identified as v, the previous two beats were updated from q to v. As 3 beats in a row were classified as pvcs (v beats) [with a rate less than the vtach rate], an aivr alarm was provided. As the 3 seconds in question was measured between a normal and a questionable beat, the criteria was not met for a pause alarm. There was no malfunction, the device was working as designed and specified in the IFU. See b6.

Event description:
It was reported that the draeger infinity acute care system (iacs) and associated infinity central station (ics) failed to provide an alarm for an ECG 3sec cardiac pause. The iacs includes an infinity medical cockpit paired with an infinity m540 bedside monitor. In this case, the iacs was being used in conjunction with the ics central monitoring system.